Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level as well as alleging insulin pump was under delivering. Customer¿s blood glucose level was 634 mg/dl at the time of incident. The customer did not provide details on symptoms related to the high blood glucose level episodes. Customer was treated with insulin pump. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that they performed self test and test was pass. Customer was not using auto mode feature. Troubleshooting was performed for high blood glucose level and under delivery. The device will not be returned for analysis.